Manufacturer narrative:
Corrected data: h.7., h.9 this MDR is associated with a parallel plate applicator, these applicators were discontinued and recalled in 2002.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6)2017: to the inner thighs using coolfit applicators, to the mid abdomen using coolmax applicators, to the submental using coolmini applicators, and to the mid abdomen using coolmax applicators, who developed paradoxical hyperplasia (pah/ph) about 3 months after treatment. Ph was described as visibly enlarged, lumpy, firm, and with indentations. On (B)(6)2017, patient was assessed and diagnosed by a physician with paradoxical hyperplasia (pah/ph) on the mid abdomen, inner thighs, and submental.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6)2017: to the inner thighs using coolfit applicators, to the mid abdomen using coolmax applicators, to the submental using coolmini applicators, and to the mid abdomen using coolmax applicators, who developed paradoxical hyperplasia (pah/ph) about 3 months after treatment. Ph was described as visibly enlarged, lumpy, firm, and with indentations. On (B)(6)2017, patient was assessed and diagnosed by a physician with paradoxical hyperplasia (pah/ph) on the mid abdomen, inner thighs, and submental.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6)2017: to the inner thighs using coolfit applicators, to the mid abdomen using coolmax applicators, to the submental using coolmini applicators, and to the mid abdomen using coolmax applicators, who developed paradoxical hyperplasia (pah/ph) about 3 months after treatment. Ph was described as visibly enlarged, lumpy, firm, and with indentations. On (B)(6) 2017, patient was assessed and diagnosed by a physician with paradoxical hyperplasia (pah/ph) on the mid abdomen, inner thighs, and submental.